Event description:
It was reported that a malfunction occurred when the pump started, preventing access to the device. There was no reported impact to the customer's blood glucose level. The customer is expected to return the device for evaluation, and a replacement pump was provided.